Event description:
We have five incidents where kimberly clark percutaneous endoscopic jejunostomy tubes were found with the balloon disintegrated and in shreds at the opening of the ostomy. The tube was removed and replaced with a tri funnel gastrostomy tube. The serial, model or lot #s are not available. This problem has been reported to the manufacturer rep who stated the few reported and analyzed appeared to be due to yeast that deteriorates the balloon that holds the device in place. The devices will be replaced at no cost and the rep is willing to talk to staff and doctors about the issue. They found that coating the part of the device that is in the jejunum (intestines) with an anti-fungal may help. No harm came to the patients except they had to go to interventional radiology for another tube insertion. Dates pej tubes found that I am aware at time of this report are one from about three months ago and two about a month ago.